Manufacturer narrative:
(B)(4). Literature: double endobutton compared with hook plate for treatment of acute complete acromioclavicular joint dislocation.

Event description:
It was reported that on literature review, "double endobutton compared with hook plate for treatment of acute complete acromioclavicular joint dislocation",1 case of re-dislocation was reported after having used an endobutton, the patient refused additional surgery, current status is unknown. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the x-rays provided in the study showed that endobutton and plate devices were used. Dislocation could not be confirmed from the images without further information. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was a repeat issue. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A clinical investigation found that the article did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.